Event description:
Same case as MFR's #: 6000089-2004-00752. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician had predilated the lesion in a moderately tortuous lad with a maverick2 20 x 2.5 mm balloon and attempted to advance the taxus express2 2.75 x 28 mm drug eluting stent, but was unable to cross the lesion. At that time, he noted that the proximal part of stent was "crushed." He then attempted to cross with a taxus express2 2.5 x 24 mm, but again was unsuccessful and the proximal part of this stent was "crushed" too. The procedure was successfully completed with another device. No pt injuries or complications were reported.